Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unspecified alarm and power loss alarm. Customer's blood glucose level was unknown at the time of incident. Customer was unable to clear the alarm. Customer stated that the insulin pump went blank and had been recently turned on for the first time and an unspecified error alarm occurred. The insulin pump will not be returned for analysis.